Event description:
It was reported, pt experienced intermittent stimulation. Impedance measurements were normal. The device battery measured at 3.015v. The pt was scheduled for a lead revision to move the lead down one to two vertebral bodies. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).